Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a return of symptoms and was not sure if therapy was on. The patient had an ins replacement on (B)(6) 2020 due to normal battery depletion. It was confirmed that the ins was on. Additional information was received: it was reported that the patient said they forgot to mention that week that their stimulation would just shut off on its own. It was reviewed that the patient should follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the cause was unknown but the patient was consulting with the neurosurgeon to determine next steps to resolve the issue.